Event description:
It was reported that during a stenting treatment procedure, a deployment issue and stent damage occurred.the target lesion was located in a moderately calcified left anterior descending artery. The 3.50 x 32mm promus element stent delivery system (sds) was introduced and during deployment, the distal end of the stent was unable to be deployed. The proximal end of the stent was partially deployed and became deformed. The stent was withdrawn with the sds and another of the same device was used to finish the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination of the stent found the stent was severely stretched along its length. Only the stent was returned for analysis. Follow up indicated that the stent was removed from the patient with the stent delivery system (sds) and was then separated from the sds outside the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a deployment issue and stent damage occurred. The target lesion was located in a moderately calcified left anterior descending artery. The 3.50 x 32mm promus element stent delivery system (sds) was introduced and during deployment, the distal end of the stent was unable to be deployed. The proximal end of the stent was partially deployed and became deformed. The stent was withdrawn with the sds and another of the same device was used to finish the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination device. (B)(4).